Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited intermittent loss of capture (loc) for its left ventricular (lv) lead. Technical services (ts) was consulted and discussed the device programmed settings. This lv lead remains in service. No adverse patient effects were reported.